Event description:
During a dressing check the nurse (rn) noted a size 2 french catheter leaking at the distal end of the fixation wing and catheter line. The catheter was exchanged and sent to biomed for reporting and return to the manufacturer.